Event description:
Add'l info received during phone conversation with the customer: the nurses were reportedly checking the IV site every hour and parents were at the bedside. The infiltration happened quickly. The pt was discharged home 2/2001. Add'l pt info was requested, but no further info was available.